Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the access 2 immunoassay system for three patients. Subsequent testing produced results in a lower clinical category. The exact patient results, however, were not supplied. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was on-site (B)(4) 2010 for this event and replaced multiple hardware parts. Fse performed all necessary alignments and adjustments and a high sensitivity system check and no issues were noted.although hardware issues may have contributed to this event, a clear root cause for this event has not been determined to date.